Event description:
The customer reported that the heart rate alarm and lead select buttons were not functioning.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.